Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that after switching to careevent in november, alarms from the philips patient information center ix (pic ix) system are visible as text in the handsets, but there is no sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) emailed the customer an explanation on how alarms from careevent are being sent to their integrations with cobs pagers. The rse advised, "the careevent integration works like this: when an alarm is triggered by the surveillance, it is sent to the careevent server for distribution to assigned caregivers/pagers. This message is then forwarded to cobs. This communication is a one-way communication meaning if an alarm is being accepted/handled on the cobs pagers. This is not being sent back to careevent and the surveillance station, and by this the alarm, according to the surveillance stat, is not handled and will continue to send out reminders/alarms at different intervals depending on the type of alarm. However, if the alarm is handled/accepted on the monitor or the surveillance station, this will not be sent out again to the cobs pagers until a new one is triggered by the patients. The only system that supports silencing alarms from the handheld devices is through our app careassist. So the question is, are there still alarms coming through to the cobs pagers, even if these alarms are handled on the surveillance station or bedside monitor?" The rse received a response from the customer that they would investigate with the ward and get back to us after about a week, but the rse did not hear any update from them. Based on the information available and the testing conducted, the cause of the reported problem is unknown, as the rse did not receive an update from the customer to fully investigate the issue. The reported problem was not confirmed. The rse indicated that if the issue still exists, the customer can register a new case for further assistance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.